Manufacturer narrative:
This report is submitted on april 13, 2018.

Event description:
It was reported the electrode array was only partially inserted in the cochlea and the patient experienced poor performance with device use. Subsequently, the device was explanted (date not reported) and the patient was reimplanted in the contralateral ear with another manufacturer's device.